Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set had a hole in the tubing below the roller clamp which resulted in a fluid leak. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). There were 3 potential lots: r16b05106, r16c12027 and r16b06021. Manufacturing dates r16b05106 02/06/2016; r16b06021 02/08/2016; r16c12027 03/14/2016. A batch review was conducted for each suspect lot and there were no deviations found related to this reported condition during the manufacture of these lots. One used device (lot unknown) was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional testing was performed by attaching a syringe filled with water at the top of the y-site and manually depressing the plunger. This identified a leak from the tubing between the top and middle y-site. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.